Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative evaluated the device at the customer's site. The customer's report was observed by the zoll rep onsite. However, without receipt of the device, root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.